Event description:
Allegedly per njr of (B)(6), the patient was revised due to stiffness.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. The patient and user facility information were not provided. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00741, 00742. This event occurred in the (B)(6).

Manufacturer narrative:
Conclusion: no device failure.